Event description:
The family member called and stated that the pump was damaged due to a fall sustained during a basketball game. It was indicated that the display has an ink blot. The family member stated that the customer did not inform them of the damage and continued to use the pump. Then the customer ended up in the hospital. The customer was on manual injections since the event until the family member found out that the pump could be replaced. No further details.